Event description:
It was reported to boston scientific in a stenting procedure that "the outer catheter tore about 1-2cm proximal after the luer lock and the grey connection (in the blue sequence) after the physician gave more pressure on the pusher. All rinsings have been made correctly. They used a 14 wire." It was reported that the pt condition was good.

Manufacturer narrative:
The device in question was returned to the MFR for eval. A device history record (DHR) review, similar complaints review, add'l products analysis, initial condition exam and visual/microscopic examination were performed as part of the device eval. The DHR review found no issues or discrepancies, confirming that this device met all required specs. The similar complaints review revealed that no other complaints on this batch have been reported. The device in question (stent) was returned with all components and the guidewire. The add'l products analysis found the guidewire to be kinked near its proximal end. The visual/microscopic exam found the catheter component to be separated near its proximal end. The distal end of the catheter had been perforated by the stent strut and was compressed. The stent strut was protruding through the catheter . The stabilizer component could not be removed from the catheter, and was bent near its proximal end. A review of the number of complaints for this issue revealed that the expected occurrence rate has not been exceeded based on our risk management documentation for this product. Based on the facts and findings, boston scientific has confirmed the user's complaint, but cannot conclusively determine the cause of the user's experience. No conclusion can be drawn.